Event description:
In 2007, the lay-user/patient contacted lifescan, alleging that a one touch surestep meter was not allowing a blood test to start and was just showing the "apply sample" symbol. The pt has had the meter for about 6 years. The pt claimed, that she was unable to test with the reported meter for the past 2 years because of the alleged issue. The pt tests twice a day. She takes a 500 mg pill twice daily for her diabetes. The pt could not remember the name of the medication. Around in 2006, the pt stated, that she developed symptoms of dizziness and sweating on a particular day. The pt did not take any specific actions to treat herself when the symptoms developed. She was taken to a hospital, where her blood glucose registered at "33 mg/dl" using a hospital meter. The pt was hospitalized for 3 days and given oral glucose treatment for low blood glucose. The pt was using a correct technique for applying her blood to the test strips. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of low blood glucose and was hospitalized for hypoglycemia because of the alleged meter issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either, the meter or strips are returned, lifescan will evaluate it/them and, if either, the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.